Event description:
It was reported that; the tip of a xia ii universal tightener,5mm was broken during the surgery. The broken parts were removed from the patient. The surgery was completed with other two spare inserters in the kit. No adverse consequences were reported.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no manufacturing issues were identified during the manufacturing record review. Previous material analysis determined that the devices fractured in a torsional ductile overload mode. The overload fracture suggests that the tightener was over-torqued. Conclusion: the most likely cause of the reported tip fracture is over-torqueing of the universal tightener.

Event description:
It was reported that; the tip of a xia ii universal tightener,5mm was broken during the surgery. The broken parts were removed from the patient. The surgery was completed with other two spare inserters in the kit. No adverse consequences were reported.